Manufacturer narrative:
(B)(4) date sent: 10/26/2016. Additional information requested and received: what were the indications for surgery? Vessel firing. What is meant by back walled? Pve35a anvil nicked wall of vessel on the back wall. Was it confirmed that the entire compressed vessel was proximal to the cut line? Couldn¿t see distal tip because tip was in pool of blood and surgeon fired awfully fast to control bleeding situation. Was there any extraneous tissue within the jaws distal to cut line when device was fired? No. Was the distal tip of jaws visualized during firing? No. Were any staples seen in the surgical field? Is so, what was their form? I don¿t have an answer. Too much pooling of blood and surgeon immediately converted. What is the current patient status? Doing fine.

Event description:
It was reported that during a video assisted thoracoscopic surgery the surgeon was dividing the pulmonary artery and he back walled the vessel which caused bleeding. The doctor made a second attempt to divide the artery and stop the bleeding. He cut and came off of the artery and it was pulsating and still bleeding. The cutting was not complete and it is unknown if staples were deployed. At that point the procedure was converted to open the artery was scalped and sutured to complete the procedure. A transfusion of four units of blood was required.